Event description:
In a journal article, the author reported that more ophthalmologists are reporting an increase in the number of patients who have glistenings on their intraocular lenses (iols) following iol implant surgery. The author also reported, for the most part, other than the physician noticing the glistenings, the patients remain asymptomatic. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account to properly complete an investigation. Additional information has been requested. A completed questionnaire has not been received. Laber, david, yoo, sonia, md, mamalis, nick, md: glistenings affect ophthalmologists more than patients: eyeworld news magazine. July 2007, pages 38-39. (B)(4).